Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported of a high readings issue with the use of the adc freestyle libre sensor. Customer experienced symptoms described as "sweating, eyes rolled back" and subsequently lost consciousness and received a sensor scan reading of 132 mg/dl. An ambulance arrived at the customer's home and a reading of 30 mg/dl was obtained on an hcp meter. Customer was treated with glucose via IV. There was no report of death or permanent injury associated with this event.